Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead, UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator (ins) went to the emergency department due to infection at the implant site. The patient received intravenous antibiotic therapy.